Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the alleged gap in the delivery system leading to positioning difficulty which resulted in the vessel perforation cannot be conclusively determined from the images provided. Pre-implant films and films showed the insertion of the delivery system which led to the vessel perforation was not provided. It is possible that the small iliac artery diameter or possible calcification in the iliac arteries may have contributed to the event. Exact date of death is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was selected for the endovascular treatment of a thoracic aortic dissection. There were no abnormity noticed during inspection prior to insertion of the device into the patient. The diameter of the iliac artery was 7.5 mm through cta and 6-7 mm through dsa. No calcification was noted; however, the physician believes that soft calcification was present and could not be identified by cta or dsa. It was reported that there were difficulties advancing the valiant stent graft to the intended lesion. During the advancement of the valiant delivery system the iliac artery was perforated. There was a large gap between the nose cone and the graft cover. The physician implanted an unknown stent into the iliac artery and the perforation was repaired. The thoracic dissection was not treated. Per the physician the cause of the gap was related to the device. In addition, the physician indicated that because of the unidentified calcification, the delivery system could not be delivered through the iliac artery and pulled out the intima at the end. The patient expired after they left the hospital on an unknown date. The cause of death was unknown.

Manufacturer narrative:
Product analysis: the complaint was confirmed; there was a gap between the graft cover and tapered tip. The root cause of the event could not be conclusively determined. The gap was not noticed during prep or prior to use, so it is likely that the gap occurred during either advancement or removal of the delivery system through the small iliac arteries (6-7.5 mm). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.